Event description:
The customer reported that the images are incorrectly displayed. The images show up in reverse of that they should be, so the right side looks like the left side and vice versa.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified system operation and setups to be correct. Standby for two patients to confirm operation. The system is operating as intended.